Event description:
It was reported that the pacemaker exhibited oversensing of far r wave that caused inappropriate mode switch. No programming changes made were reported. The patient was stable throughout.